Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 12nov2019. The unit was not in clinical use at the time the reported issue was discovered. There was no patient harm reported. Per field service engineer report, unable to duplicate the reported problem. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019 .

Event description:
The customer was inquiring about parts ID and customer also asked if it was ok for some flow to come out the port on the bottom of the unit. There was no patient involvement.